Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#s: 1627487-2012-09452, 09453. The pt is implanted with two paddle leads (from different lots). It was reported the pt had experienced a fall landing against the ipg. The pt reported since the incident, she had been experiencing shocking sensation from the battery. The pt also reported she felt painful rib stimulation. A full parameter diagnostic indicated normal impedance values. However, the power output had been increased. Further follow-up indicated, the physician was concerned that the fluid may have intruded into the header as a result of the fall and decided to explant and replace the system ipg. The leads were not revised and were left in place. The pt reported effective coverage post-operative. The explanted product has been retained by the facility.